Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with a second meter. Results as follows:" date: (B)(6) 2011, inratio2: 1.0, inratio2: 2.1. Serial number - (B)(4), serial number - unk. Got one big drop from pt and used blood from the same drop to run both tests simultaneously. Same lot of strips used. Customer did not know what lot number that was as she used up the last of the strips. Pt info unavailable. A lab comparison was done with this meter, lot of strips and pt. There was a discrepancy, but customer did not know when this took place or what the results were.